Event description:
A healthcare facility in china reported that a (B)(6) vented autofeed humidification chamber provided with a rt380 adult dual-heated evaqua2 breathing circuit was found cracked and leaking water during set up. There was no patient consequence.

Manufacturer narrative:
(B)(4) method: the complaint (B)(6) vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photographs provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph identified a horizontal crack near the base of the chamber dome. Conclusion: without the complaint device, we are unable to determine what had caused the reported event. Every (B)(6) chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject (B)(6) chamber would have met the required specification at the time of production. Our user instructions that accompany the (B)(6) vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the (B)(6) above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."